Event description:
Report received from the USA stating that the device was "wobbly" when inserted into the drill during spine surgery. The device would not secure. There was a delay of five minutes. There was not another device readily accessible during the surgery. There were no pt or user injuries and there was no medical intervention required. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If additional information is received, a supplemental report will be sent.